Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement of the embolization coil in the microcatheter, the coil detached without use of the controller. Two (2) attempts were made to remove the coil; however, they were unsuccessful. The coil was left implanted in the hepatic artery. There was no reported patient injury as a result of the issue. The patient is reported to be feeling good.